Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: adverse events with a frequency of 5 or more events were listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. The onset of ecchymosis generally varied from immediate to 1 day post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases ecchymosis resolved within a few days to 6 weeks.

Event description:
Healthcare professional reported five days after injection with juvederm ultra plus xc in the "upper and lower lips" and marionette lines, the pt "developed a lot of swelling of the eyes and face" and they couldn't breathe. Pt sought care at an emergency room where they were prescribed benadryl and "steroids" and pt was diagnosed as having an allergic reaction. Pt has a history of multiple allergies and was taking numerous concomitant medications at the time of injection; pt was concomitantly injected with botox. At this time, the healthcare professional is not sure if the allergic reaction was in relationship to the botox or juvederm ultra plus xc injection. Pt returned to the emergency room a second time approximately 1.5 weeks after the first visit "feeling lousy" with "photophobia", "shortness of breath" and continued "swelling of the face". Pt indicated that in addition to "light sensitivity and blurred vision", they also had "difficulty urinating". Pt was prescribed "steroids, h1 blocker, h2 blocker, and oxygen therapy". Pt has sought consultation with their allergist who prescribed "antihistamines including cingulair, zyrtec, hydroxyzine", as well as prednisone. Pt admitted to the hosp approximately two weeks after previous trip to the emergency room for angioedema and lack of response to treatment. "Nebulizer treatment" and an "epi-pen" prescribed; pt discharged. Pt symptoms have not yet resolved. This is the same event and the same pt reported under MDR ID# 3005113652-2013-00163 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device mfg by allergan.